Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunction "chip in adhesive area around acoustic lens" is traced to component failure and for the malfunction "foreign objects inside the forceps elevator and distal end" is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that chip in adhesive area around acoustic lens, foreign objects inside the forceps elevator and distal end was found. There was no patient involvement.